Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "there was a hole in the tube between the needle and hub thus resulting in damaged product. No exposure occurred.

Manufacturer narrative:
Date of event: unknown. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to leakage (hole in tubing) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage (hole in tubing). Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "there was a hole in the tube between the needle and hub thus resulting in damaged product. No exposure occurred.